Event description:
The complainant had an impella cp placed to replace a prior impella cp that was explanted with clot concerns. This pump was supporting a cardiogenic shock/cardiomyopathy patient when there was a purge leak and high purge pressure/low purge flow alarms. The pump remained on despite the purge issues for another two days when the patient had care withdrawn after just under nine days. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump and high purge pressure (hpp) has been completed. The impella device was not returned for evaluation. Data log review showed a 45 minute decrease in purge pressure to 100 mmhg that was sustained for about two hours on (B)(6) 2025. After the two hours, purge pressure rose rapidly within a few minutes as described in the clinical details when the bypass was attempted. There was sustained hpp for 1.5 hours before a bag change (potentially when the tpa was added). Pp then gradually decreased to 600 mmhg for the next 20-30 hours. Care was withdrawn shortly after. There were no motor current spikes observed prior to the increases in pp. Purge leak - pump: the cause of the purge leak was a leak from the sidearm but the exact location of the leak was unknown since product was not returned. High purge pressure: the cause of the high purge pressure was most likely biomaterial due to the rise in pp after two hours of 100 mmhg purge pressure but the type of biomaterial interaction is unknown.